Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after intubation by using airway scope, abnormality of tracheal tube was noted when the patient's body position was placed to prone position. When they checked the product, they found that there was leak in the cuff. Recannulation of a replacement tube was required and performed.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The failure tear in cuff was confirmed in the received sample. Manufacturing process was reviewed and currently, there is no potential risk and the below conditions were found. An inflation/deflation test was performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All products have a resting time of 2 hours. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Instructions for use(IFU) information: test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. Each tube's cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and be returned. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh20. Over inflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.